Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the t12 lead had migrated. Surgical intervention took place in which the lead was explanted and replaced to address the issue. A new lead was added for new pain. Therapy was restored post-op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.